Event description:
The nurse attempted to place the device, but it coiled in the esophagus and was removed. The nurse attempted to place a second device and the pt started gagging. The nurse tried to move the tube up and down to readjust it. The tube was removed and it was noted the stylet was protruding out of the tube just above the bolus. The nurse stated the bleeding increased after the second tube was removed. The nurse questioned whether they may have stretched the tube while readjusting it causing the stylet to protrude out the tube. The physician sedated the pt and was able to place the third device. Pt's condition was unchanged after insertion. One pt involved.